Event description:
It was reported that this ra lead was surgically abandoned per the physician's discretion as the venogram showed complete occlusion of the left superior vena cava. The physician opted to implant a new system on the right side. A new lead with different model was implanted. No additional adverse patient effects were reported.